Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding the "factory 12hr xylene standard" protocol started in retort b at 15:19pm on (B)(6) 2011, which failed leaving the tissue samples in an empty retort, using peloris tissue processor serial number (B)(4). The complainant also reported that the remote alarm was not triggered. On (B)(6), leica microsystems received info that all tissue samples from the failed "factory 12hr xylene standard" protocol started in retort b at 15:19pm on (B)(6) 2011 were diagnosable. Info regarding the processing regimen and instrumentation used were not provided. Investigation os this complaint by leica microsystems is in progress.